Manufacturer narrative:
(B)(4). B. Braun (B)(4). Is submitting a single report on behalf of b. Braun (B)(4), and b. Braun (B)(4). This report has been identified as b. Braun (B)(4). The actual device in the reported incident was not returned for evaluation. Without the actual sample or lot number a thorough investigation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been forwarded to the actual manufacturer for further evaluation. A follow up report will be filed if additional pertinent information becomes available.

Event description:
As reported by the user facility: IV catheter and stylet inserted into vein. When removing the stylet, a protective cover is supposed to cover the sharp end of the needle. In this instance, that protective cover did not go all the way to the end of the needle so a portion was still exposed. The nurse was stuck with the dirty needle when she was disposing of it. Additional information received from the reporter indicates that the needlestick occurred during clean-up. When the nurse went to clean-up, she got stuck with the needle. At this point, the nurse realized that the clip was not covering the tip of the needle. The lot number and material number are unknown as the packaging had been discarded by the nurse.